Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valve to resolve the issue. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au680 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event.